Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during a follow-up visit that the patient's implantable pulse generator (ipg) had recorded several ventricular high rate episodes that were caused by noise. No changes were made and the device remains in use. No patient complications have been reported as a result of this event.